Manufacturer narrative:
Complaint conclusion: as reported in the cordis real-smart study, approximately 0.5 months after implantation of one 6mm x 80mm smart flex vascular self-expanding stent (ses) and one 5mm x 60mm smart flex vascular ses, duplex ultrasound imaging documented target lesion restenosis greater than 50%, although no target lesion revascularization (tlr) was performed. An adverse event related to the restenosis was recorded for reporting purposes. Approximately 0.7 months after the procedure, angiographic follow-up was performed. No device deficiencies or adverse events were reported. The patient remained rutherford class 2. Angiography demonstrated 100% residual stenosis, with no tlr performed. Approximately 8.7 months after the procedure, repeat angiographic follow-up demonstrated findings similar to the previous assessment. The patient continued to have rutherford class 2 moderate claudication, no device deficiencies or adverse events were reported, angiography documented 100% residual stenosis, and no target lesion restenosis or tlr was recorded. Approximately 72.9 months after the procedure, computed tomography (CT) imaging was performed. The patient remained rutherford class 2, with 100% residual stenosis documented on imaging. No device deficiencies, adverse events, target lesion restenosis, or target lesion revascularization were reported during this follow-up. Approximately 84 months (about 7 years) after the procedure, the final follow-up assessment was completed using CT imaging. The patient remained rutherford class 2, with 100% residual stenosis again documented. No device deficiencies, adverse events, target lesion restenosis, or target lesion revascularization were reported. Data collection concluded after approximately 84 months, and the study was closed as a completed follow-up (=5 years). During the initial procedure, the patient underwent treatment for a 100% occlusion of the left superficial femoral artery (sfa). The lesion measured 100 mm in length with a 5 mm reference vessel diameter, was classified as tasc b, demonstrated no calcification or thrombus, and the patient had rutherford class 2 (moderate claudication). The procedure was performed through ipsilateral femoral access using an unknown 6f sheath under local anesthesia. One 6mm x 80mm smart flex vascular self-expanding stent (ses) and one 5mm x 50mm smart flex vascular ses were implanted, along with an additional 6mm x 40mm non-cordis stent. The lesion was crossed successfully without pre-dilatation because of the occlusion. Both smart stents were fully deployed and fully expanded without balloon dilatation. No intra-procedural adverse events occurred, residual stenosis at the completion of the procedure was 0%, there was no target lesion revascularization before discharge, and the patient was discharged 1 day after the procedure. The device will not be returned for evaluation. The devices were not returned for analysis as this is a retrospective study and the stents were implanted. No lot number was provided; therefore, a product history record (phr) review could not be generated. Based on the available information, the two smart flex vascular stents were successfully delivered, fully deployed, and fully expanded within the left superficial femoral artery, resulting in 0% residual stenosis at completion of the index procedure. No procedural complications, device deficiencies, or malfunctions were reported during the procedure, and the patient was discharged the following day without requiring target lesion revascularization. Approximately 0.5 months after implantation, duplex ultrasound documented target lesion restenosis greater than 50%, and by approximately 0.7 months angiography demonstrated complete (100%) occlusion of the treated segment. The occlusion persisted throughout long-term follow-up, with repeated angiographic and CT imaging demonstrating 100% residual stenosis through approximately 84 months post-procedure. Despite the persistent occlusion, no device deficiencies, stent-related malfunctions, fractures, or additional device-related adverse events were reported, and no target lesion revascularization was performed during follow-up. Given the absence of evidence suggesting a device-related failure and the known multifactorial nature of restenosis and occlusion in patients with peripheral arterial disease, the reported restenosis and subsequent chronic stent occlusion are considered consistent with progression of the patient's underlying vascular disease and other patient-specific or lesion-related factors rather than a deficiency of the smart flex vascular stent. As listed in the potential complications in the instructions for use, ¿procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Potential complications may include, but are not limited to: amputation, aneurysm and pseudoaneurysm formation, arrhythmia, arteriovenous fistula, blue toe syndrome coronary ischemia, death, disseminated intravascular coagulation, drug reactions, allergic reaction to contrast medium or to the implanted device, embolism, emergency artery bypass graft surgery, g.I. Bleeding from anticoagulation/antiplatelet medication, hematoma, hemobilia, hemorrhage, hemorrhagic or embolic stroke/ tia, iliac artery spasm, intimal tear/dissection, pneumothorax, renal failure, respiratory arrest, sepsis/infection, stent migration/embolization, stent misplacement, thrombosis, tissue necrosis, vascular injury, including perforation, rupture and dissection, vessel occlusion, restenosis.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported in the cordis real-smart study, approximately 0.5 months after implantation of one 6mm x 80mm smart flex vascular self-expanding stent (ses) and one 5mm x 60mm smart flex vascular ses, duplex ultrasound imaging documented target lesion restenosis greater than 50%, although no target lesion revascularization (tlr) was performed. An adverse event related to the restenosis was recorded for reporting purposes. Approximately 0.7 months after the procedure, angiographic follow-up was performed. No device deficiencies or adverse events were reported. The patient remained rutherford class 2. Angiography demonstrated 100% residual stenosis, with no tlr performed. Approximately 8.7 months after the procedure, repeat angiographic follow-up demonstrated findings similar to the previous assessment. The patient continued to have rutherford class 2 moderate claudication, no device deficiencies or adverse events were reported, angiography documented 100% residual stenosis, and no target lesion restenosis or tlr was recorded. Approximately 72.9 months after the procedure, computed tomography (CT) imaging was performed. The patient remained rutherford class 2, with 100% residual stenosis documented on imaging. No device deficiencies, adverse events, target lesion restenosis, or target lesion revascularization were reported during this follow-up. Approximately 84 months (about 7 years) after the procedure, the final follow-up assessment was completed using CT imaging. The patient remained rutherford class 2, with 100% residual stenosis again documented. No device deficiencies, adverse events, target lesion restenosis, or target lesion revascularization were reported. Data collection concluded after approximately 84 months, and the study was closed as a completed follow-up (=5 years). During the initial procedure, the patient underwent treatment for a 100% occlusion of the left superficial femoral artery (sfa). The lesion measured 100 mm in length with a 5 mm reference vessel diameter, was classified as tasc b, demonstrated no calcification or thrombus, and the patient had rutherford class 2 (moderate claudication). The procedure was performed through ipsilateral femoral access using an unknown 6f sheath under local anesthesia. One 6mm x 80mm smart flex vascular self-expanding stent (ses) and one 5mm x 50mm smart flex vascular ses were implanted, along with an additional 6mm x 40mm non-cordis stent. The lesion was crossed successfully without pre-dilatation because of the occlusion. Both smart stents were fully deployed and fully expanded without balloon dilatation. No intra-procedural adverse events occurred, residual stenosis at the completion of the procedure was 0%, there was no target lesion revascularization before discharge, and the patient was discharged 1 day after the procedure. The device will not be returned for evaluation.